Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Battery - high impedance.

Event description:
It was reported that the device had possible premature battery depletion. The device was removed and replaced by a new device. No patient complications were reported as a result of this event.